Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained. Note: the device manufacture date is unknown.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (B)(6) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Event description:
A customer's daughter reported customer received a reading of 88 mg/dl on their freestyle flash meter that was lower when compared to a reading of 198 mg/dl from hcp meter of unknown brand and also was lower than he felt. The customer reportedly experienced tiredness, sleepiness, couldn't wake up and "ended up in the hospital due to the low reading that the meter was giving but his sugar was high" where he was treated with intravenous infusion of unknown type and insulin. There was no report of death or permanent impairment associated with this medical event.